Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a major bleeding requiring surgical revision occurred. The international normalised ratio (inr) is 1.05, prothrombin time test is 1.05, activated partial thromboplastin time (aptt) is 13.9, antithrombin 90%. There was also a blood transfusion.

Event description:
It was reported that the event resolved and patient recovered on (B)(6) 2016.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , until they were routinely transplanted on (B)(6) 2018. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped on 10aug2016. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.